Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for alleged low reservoir anomaly and audio anomaly on event date november 01, 2021. Device passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.0873 inches. Device failed to pass the self test due to pump error 63 occurring during testing. Low reservoir alarm was set to 20 units and it alarmed at 12 units and functioned properly. Received insulin pump with audio turned off in settings. Toggled on/off and increased/decreased volume with the audio feature did function properly. Device was successfully download using thus for history files and trace files. Pump error 63 (variable 03) was present on october 05, 2022 01:59 pm esf# nan, line #367, file#37 in history file insulin pump was cut open to perform visual inspection and found evidence of moisture damage on electrical board 1 and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, missing display window cover, cracked reservoir tube lip, keypad overlay texture damage, cracked retainer, partially detached retainer. Low reservoir anomaly is not confirmed. Audio anomaly is not confirmed. Insulin pump error 63 is confirmed due to cracked soldered joint u1 (pin 01). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump notification sounds were very quite and were not heard properly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.